Event description:
It was reported that during an unknown procedure, one staple failed to close. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.